Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a surgical procedure due to an unknown reason. Additional information was received that the surgical procedure was not device-related. There were no issues or complaints regarding any boston scientific device.

Event description:
It was reported that the patient underwent a procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.